Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged cable crimp. The yaw cable crimp was dislodged from the monopolar yaw pulley, which likely caused the engagement failures. Additional observation related to the customer reported complaint were found: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Dsp log review of customer system confirms qty 2 engagement failures. Msc log review shows qty 2 engagement failures via error code 22020 indicating engagement failure on the wrist yaw axis. Additional observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley at the yaw cable crimp and yaw cable groove. Broken piece(s) are missing as a result of breakage. Size of missing pieces are approximately 0.88mm x 2.33mm and 0.88mm x 2.69mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The instrument was found to have multiple indentations on the edges of the distal idler pulleys. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse, such as indentations on the proximal clevis. The instrument was found to have multiple indentations on the proximal clevis. There were no pieces missing. Grip cables/other components adjacent to this indented pulley show damage which may indicate potential mishandling/misuse, such as indentations on the distal idler pulleys. The complaint regarding the recognition issue was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the permanent cautery hook could not be recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.